Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Factors which can contribute to deflation issues include, but are not limited to, lesion characteristics, patient anatomical morphology, pre-dilatation strategy, deflation technique, inadequate connection to the indeflator, or contamination in the inflation lumen. To help ensure that the reported deflation difficulties are not related to a manufacturing deficiency, all products are 100% inspected for damage. Additionally, a sampling of units is destructively tested to verify proper inflation and deflation. It is possible that the balloon interacted with the deployed stent, resulting in the difficulty deflating the balloon, which in turn would contribute to the resistance during removal; however, without the product to examine, a conclusive cause could not be determined for the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that after post stent dilatation with a voyager nc balloon in the proximal left anterior descending artery and after fully deflating the balloon to 0 atmospheres (atm), resistance was felt during device removal. However, when the balloon system was removed from the anatomy, it was noted that the balloon was not fully deflated. There was no intervention performed, no delay in procedure and no adverse patient sequela reported. There was no additional information provided.